Event description:
Reportedly pt experienced abdominal wound dehiscence due to suture knots becoming untied. Dehiscence required reoperation to repair wound incision that included hernia repair. No complications reported during reoperation. No additional information available.